Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had some low blood glucose in the past month. Customer's blood glucose was in the 30's mg/dl at the time of the incident. Customer's current blood glucose was 343 mg/dl. Customer stated that it was due to the no delivery she had this morning. Customer has been experiencing low blood glucose since her health care professional appointment on (B)(6) 2016. Customer found the time on the pump incorrect due to daylight savings time. Customer had some no delivery events. Customer performed the displacement test and the pump passed. Customer was advised to monitor the pump.